Event description:
This device was explanted and replaced because it was at eos. The rv lead was capped and replaced at the same time due to noise and a fracture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.